Manufacturer narrative:
This report is submitted on december 13, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment and subsequently was placed under general anesthesia on (B)(6) 2021, to remove the abutment.